Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2011, inratio: 1.4, lab: 2.9. Date: (B)(6) 2011, 1.1, 2.4. Date: (B)(6) 2011, 1.1. Had wife test herself with new strips; inratio = 1.2.